Manufacturer narrative:
The leads were not returned to bsn for evaluation, as they were discarded by the medical facility.

Event description:
A report was received that a pt percision system was explanted, due to infection. The infection was located on the lead site. The physician prescribed antibiotics for the infection. The pt is reportedly doing well after the procedure.